Event description:
It was reported that when the balloon was tested, it would not deflate. There were no patient complications. As reported, initially the nurse tried to deflate the balloon with the syringe attached, it did not deflate. The syringe was removed and it still did not deflate. After multiple attempts to deflate the balloon, it eventually deflated.

Manufacturer narrative:
One swan-ganz catheter was received without the syringe or the packaging. The balloon was inflated with 1.5 ml air, the gate-valve was closed, and the syringe removed. The gate-valve was then opened to allow the balloon to deflate. The catheter appeared to be in good condition. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within allowable specification. The balloon failed to deflate fully with the returned syringe attached. As noted in the product IFU, "passively deflate the balloon by removing the syringe from the gate valve". The through lumen was patent without any leakage or occlusion. There was no visible damage observed on the catheter body. No product defects or damages were identified during the evaluation. The product functioned normally during testing, when following the instructions for use. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.